Manufacturer narrative:
(B)(4). Evaluation: results: (stent deformation and failure to deliver device). Results and conclusions: (patient lesion morphology; 80% stenosis and severe calcification). Evaluation summary: the stent was positioned on the balloon between marker bands as per specifications. The 11th proximal stent segments were raised and misaligned. Multiple stent struts were slightly raised and misaligned. No further damage was noted. Please not that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).

Event description:
The physician was attempting to deploy a 3.0 mm diameter x 30 mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in the lad. It was reported that the lesion exhibited 80% stenosis with severe calcification. It was reported that the physician was unable to cross the lesion. The device was returned to the manufacturing facility and the stent was noted to be damaged. No patient injury occurred and no clinical sequelae were reported.